Event description:
Attempted x 2 to weigh pt on sling scale & it failed to work. Biomed engineering inspected the scale, tested operation, could not duplicate the problem. The scale was sent to the MFR & found no fault with the unit's operation. The scale was returned to the hosp.